Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was corroded. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and flashing display. The customer¿s blood glucose level was 117 mg/dl. The device will be returned for analysis.